Manufacturer narrative:
Angina, myocardial infarction and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stent and are not necessarily an indication of a product quality deficiency. Angina, myocardial infarction, restenosis, elevated enzymes and hospitalization are listed in the no fault risk assessment as a no fault post procedural complications. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. It is possible that the angina, myocardial infarction and elevated enzymes are secondary effects of the restenosis which required CABG surgery and hospitalization.

Event description:
Reporting status: serious injury/required intervention reporting rationale: restenosis requiring surgical intervention/myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal cx with xience v stent. In 2009, the pt was admitted to the hospital experiencing unstable angina with elevated troponin levels. The pt was diagnosed with a non-st-elevation/q wave myocardial infarction. Diagnostic coronary angiography revealed in-stent restenosis of the target lesion stent and high grade stenosis of a large ramus branch. This was treated via coronary artery bypass grafting the following month. There is no additional information available.